Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument did not cauterize. Customer swapped out cautery cord but with no change. A backup instrument was used without any issues. There was no patient injury and no fragments fell into the patient. Upon inspecting the instrument, customer observed that wire was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument failed the electrical continuity test. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c, as previously listed in section h9.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.